Manufacturer narrative:
The patient, family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The model # (d4) was not provided.

Event description:
The customer from germany reported that his blood glucose readings were not being stored in the memory of the contour next gen meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next gen meter with serial # (B)(6) and contour next test strips associated with the event for evaluation. An in-house testing was performed with returned meter and returned test strips using blood sample, which gave a satisfactory performance. Additionally, an in-house testing was performed with the returned meter, returned test strips and in-house contour next control solution, which gave a satisfactory performance. The blood glucose readings obtained with the in-house testing were properly stored in the meter's memory.